Event description:
Caller reported a false negative urine hcg test result vs. Both serum qualitative and serum quantitative tests. A urine sample from a (B)(6) old pt was treated giving a negative result. A serum quantitative test was performed with a result of 108,352miu/ml. A serum qualitative test was performed and was positive. Pt is not on any medications. Time of last menstrual period is not known. No other info provided.

Manufacturer narrative:
Lot number (s): hcg1040190. Expiration date (s): 03/2013. Control: 20miu/ml hcg urine control lot: hcg110216-01, 100miu/ml hcg urine control lot# hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause w/o pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.